Event description:
A patient reported blood glucose results of "182 mg/dl" with a lifescan meter and "145 mg/dl" on a laboratroy device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative walked the patient through two blood glucose tests and obtained results of 134 mg/dl and 129 mg/dl. The calculated different of these glucose results does not exceed lifescan's criteria for accuracy. The meter, test strips, and control solution are being replaced.